Manufacturer narrative:
The reported events capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 4, axillary cavities with reactive lymphadenopathy.

Event description:
Healthcare professional reported "implant normal, axillary cavities with reactive lymphadenopathy via ultrasound". Later healthcare professional reported "intraoperatively, an intracapsular hematoma was found. The implants are intact, deformation and hardening, capsular contracture grade 4". This record is for the left side. Device was explanted and replaced with another manufacturer´s device.

Event description:
Healthcare professional reported "implant normal, axillary cavities with reactive lymphadenopathy via ultrasound". Later healthcare professional reported "intraoperatively, an intracapsular hematoma was found. The implants are intact, deformation and hardening, capsular contracture grade 4". This record is for the left side. Device was explanted and replaced with another manufacturer´s device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Hematoma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.